Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-17. The rep stated that they do not know the weight of the patient or the cause of the damage. Repairs is working with the patient to get the product sent out and returned. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37791, serial#: unknown, product type: recharger. Product ID: 37761, serial#: unknown, product type: recharger. Product ID: 37754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported to their rep that their recharger antenna cord and power cord are damaged and they are getting a thermometer message on their recharger. They were transferred to repair to get a new antenna and power cord. The rep stated that there was an alleged over discharge. The patient tried to recharge three weeks ago but couldn¿t. They were not able to communicate with their patient programmer/recharger or physician programmer. The last time they were able to successfully recharge was 4 weeks ago. The patient could not feel stimulation. It was also noted that their recharger was damaged. The rep would perform a physician mode reset (pmr) on the patient once the patient has a good working recharger. No further complications were reported/are anticipated.